Event description:
The customer reports the compressor failed while providing air to a patient. No patient injury occurred. The ventilator stopped working with no alarms on the compressor. The 300 ventilator had a gas supply alarm and a 02 concentration too high. The unit was taken to the biomed shop where it was observed to work properly with a period of cool down. The unit was returned to service. No reason was discovered for the failure.